Event description:
Boston scientific received information that this right atrial (ra) lead dislodged and was replaced. The ra lead is to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, this right atrial (ra) lead has not been received by boston scientific. Upon receipt, this ra lead will undergo a detailed laboratory analysis in an effort to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried body tissue entwined in the helix. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.